Event description:
In 2004, during the implant of a bi-ventricular assist pt the hosp reported that the left vad's mechanical valve malfunctioned. The pump was primed and filled with saline. The arterial and ventricular cannulae were connected to the pt and the pump. The pump was connected to hand bulb syringes, and the deairing needle was in place in the outflow graft. When the bulb was compressed and released air was brought into the blood sac through the outflow valve (back filled inappropriately). The pump was disconnected, reprimed and reconnected with the same results. The pump was removed and a new pump was placed without further incident. The right vad was connected without incident. The pt remains ongoing on bivad support at this time.